Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit has a safety disk test failed. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found safety disk test failed, apply for safety disk replacement. Replaced safety disk. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number assy, safety disk, chinese serial number (B)(6) with a reported unit failure of safety disk test failed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part number assy, safety disk, chinese serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the safety disk to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Performed the safety disk leak test in diagnostics. The safety disk passed the safety disk leak test with the following results: k5 test differential 0 mmhg. K3 test differential 0 mmhg. Pressure test differential -1 mmhg. Factory specification is greater than +- 4 for all the tests. The fat dept. Could not verify the failure of the safety disk test failing.the safety disk passed testing.retaining the safety disk in the fat dept. Per procedure number 0002-07-d008 rev.ar.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.